Event description:
A facility reported that the neuro balloon catheter (7cbd10) broke in three during surgery during contact with the patient. They changed the device and managed to retrieve the three parts. Additional information received indicates that the balloon was inflated with physiologic liquid, and it was not the balloon that broke, but the blue tip on two points inside the endoscope. There was a 10 minute increase of surgery time without patient injury.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d9, d10, g3, g6, h2, h3, h10. Additional information received: type of endoscope: optique hopkins ii 0 (28160aa) or 30 ° (ref : 28160ba) from storz. Endoscope channel length: 30 cm for both references. Medical staff used to use this endoscope and channel. The channel is straight.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h10. Additional information received: breakage was seen on the screen when introducing the neuroballoon. There was no neuroballoon, but broken blue extremity on screen. No difficulties for introducing, nothing blocked. No cutting device was used. No more details available about the issue.

Event description:
N/a

Manufacturer narrative:
The neuro balloon catheter (7cbd10) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - complaint is verified, the device is broken. The neuroballoon catheter was received in 3 parts: a part with the connector and about 62 cm of catheter, a few mm piece of catheter and the distal part with the balloon (around 7 cm). Visual examination of the ends of the small piece of catheter showed that the tube was sheared off at the break. The tip part glueings were all correct, the straightener location was correct. The 3 parts were found in the endoscope. Root cause - complaint is verified, the device is broken. The 3 parts were found in the endoscope. Additional information stated that breakage was seen on the screen when introducing the neuroballoon catheter: the broken blue extremity was seen on screen, the tip with the balloon was not present. No difficulties were reported for device insertion in the neuro-endoscope, no blockage was felt. No cutting instrument was used. The review of the manufacturing process did not reveal a potential cause that could be related to the problem that occurred during use. Investigation could not determine the exact cause of the reported breakage. A review of integra complaint tracking database since 2019 revealed no similar event. Given the investigation results and the absence of similar complaint, no further investigation nor corrective action is deemed required.

Event description:
N/a.